Event description:
It was reported that during an inbone prophecy procedure the end of the holding tool snapped off inside the sz4 tibial tray. Since the holding tool snapped off inside the tibial tray the physician could not attach the poly inserter, the physician has to insert the poly by hand but could not sear it properly. It was 2mm proud when the operation was completed.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of provided information by healthcare professional and r&d the following was observed- "with the limited information and without any additional imaging it is difficult to say anything to this, but pe is expected to place correctly on the implant when the patient puts weight on it, otherwise with a false conjunction between the components the likelihood of wear or loosening of the component is very high. Also, from r&d of view ¿the holding tool is made of implantable material (cocr) and so the risk is low for the implant containing a piece of the tool ¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that during an inbone prophecy procedure the end of the holding tool snapped off inside the sz4 tibial tray. Since the holding tool snapped off inside the tibial tray the physician could not attach the poly inserter, the physician has to insert the poly by hand but could not sear it properly. It was 2mm proud when the operation was completed.